Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed some affected channels.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely, as the patient has behavioural problems and sometimes harms herself, by reportedly banging her head. However, to determine an exact root cause a device investigation of the explanted device is necessary. No date for explantation has been made available so far.

Event description:
In situ testing showed multiple affected channels. No further information has been received from the field.

Manufacturer narrative:
Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. According to the patient report the patient has behavioural problems and sometimes harms herself, e.g. Bangs head. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
In situ testing showed multiple affected channels. Patient has limited benefit with the device. An x-ray shows the electrode array to be in the cochlea. No further information has been received from the field.